Event description:
It was reported the subject device had broken camera head. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign substance possible glue, and no image showing on monitor is due to bad cable/connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bad cable connector. The most probable cause of the complaint is d02 - cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.